Event description:
It was reported that a patient discovered an unknown number of minicaps with inadequate iodine. The patient stated they received a box of minicaps with an unknown number of minicaps with dry sponges and unknown number of minicaps in useable condition. The minicaps with dry sponges appeared to have had iodine on them in the part and were dark coffee colored. The patient stated they did not use or touch the sponges of any of the affected minicaps. Each time a minicap with a dry sponge was found, it was replaced with a different minicap. The boxes and individual minicap packages did not appear to have been opened or damaged before use. The minicaps were being stored at room temperature. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.